Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient did not recall when the alleged power issue started. The patient informed the csr that she manages her diabetes with insulin; however, it is not known if she made any adjustments to her usual diabetes management regimen in response to the power issue. The patient claimed she felt dizzy sometime after the alleged meter issue started, but denied receiving medical treatment. At the time of troubleshooting, the csr noted that the patient did not have the subject meter or testing supplies with her. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of the call.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.